Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new dexcom g7 sensor was transmitting to the dexcom app but failed to connect to the ilet, with a sensor failed alert observed on the ilet and subsequent inability to display glucose values on the ilet. Symptoms included no injury or clinical effects. Outcomes included no impact to blood glucose management and no medical intervention or hospitalization. Investigation included customer care troubleshooting, reviewing the ilet alarm menu, restarting the sensor on the ilet, and guiding the user to toggle between g6 and g7 and re-enter the sensor to reestablish pairing. Investigation of this case revealed a pairing failure between the g7 and the ilet that resolved after reconfiguration and re-pairing, indicating a connectivity or configuration issue without hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was user configuration or pairing error.